Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Returned instrument testing evaluation (rite) electrical testing was performed with no issues noted. An internal/external inspection was performed with no issues noted. Temperature verification testing was performed with no issues. The pneumatic system was tested and all pressures were found to be correct and stable. During rite functional testing, a failure of therapy monitor volume performance specifications was encountered. The door assembly was inspected and revealed that the door piston was cracked and piston foam was deteriorated, which is the direct cause of therapy monitor volume failed performance specifications. The door piston and piston foam were replaced to resolve the reported problem. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.